Event description:
It was reported that the customer dived into a pool and the insulin pump got wet. Condensation appeared behind the display and the device was not functioning. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.